Event description:
It was reported via clinic notes received and follow-up with a manufacturer representative that the reporter's vns (B)(4) handheld computer screen became frozen. Troubleshooting was provided including a soft reset; however, the reporter would like to have the handheld computer replaced. Attempts for further information are in progress.